Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 12-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that the patient began to lose therapy sometime in early (B)(6) 2019. A catheter aspiration performed on (B)(6) 2019 failed and a revision was scheduled for (B)(6) 2020. It was determined that the catheter was kinked. The doctor straightened out the existing catheter and trimmed a portion. The catheter was flowing properly after that. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.